Event description:
A patient reported she has to go to the gastro doctor because her doctor thinks there might be a stomach bleed. The patient also noted her stool was kind of dark. The patient is implanted for gastrointestinal/pelvic floor. Additional information from the patient received reported they did not say anything for the dark stool/possible stomach bleed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.